Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 12.0mm/8.0mm protection sleeve 188mm (p/n 03.010.063, lot 8888409) was received showing the edges of the distal cannulation bent inwards. The distal cannulation was warped. No other visual issues were identified. The complaint condition is confirmed for the 12.0mm/8.0mm protection sleeve 188mm (p/n 03.010.063, lot 8888409) as the protection sleeve¿s edges of the distal cannulation were bent inwards. While no definitive root cause could be determined for the deformation of the protection sleeve, it is possible that the device encountered unintended forces and/or rough handling during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.010.063-us. Lot: 8888409. Manufacturing site: hägendorf. Release to warehouse date: 27. May 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that, on (B)(6) 2019, during an implantation procedure of an ex rafn nail antegrade to address a midshaft femur fracture, the tip of the protection sleeve was noticed to have bent slightly. This made it a little difficult to push the drill sleeve completely through the outer sleeve even though the drill sleeve was lined up correctly with screw holes in the nail. It was mentioned that the protection sleeve did not bend during the surgery, but the discrepancy was only noticed during the procedure. The drill sleeve was able to be pushed through the protection sleeve but only by more force than normal. The surgery was successfully completed without any surgical delay. There was no impact to the patient. Concomitant medical products: 8.0mm/4.2mm drill sleeve 200mm (part # 03.010.065, lot # unknown, quantity 1). Unk - insertion instruments: trocar: trauma (part# /lot# /quantity: unknown). This complaint involves one (1) device. This report is for one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 1 for (B)(4).